Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Using a new transfer guard and plunger, performed pre-fill test to the reservoir. The reservoir passed per inspection and no air bubbles were observed during analysis. Checked the o-rings/stopper groove for defects and none were found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had air bubbles. The customer's blood glucose was 348 mg/dl at the time of incident. The customer declined to troubleshoot. The customer stated that they resolved the issue with reservoir change. The reservoir will be returned for analysis.